Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned, a supplemental report will be issued with the results of the evaluation.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video baton 3-4, the led on baton powered on but no video feed displayed on the monitor. Other batons worked just fine. A short delay in the procedure occurred as a non-video laryngoscope was obtained. No harm to patient or user was reported.